Manufacturer narrative:
Di: 08714729795728 patient age: over 18 years old. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that chest pain and stent thrombosis occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 3.50x16mm promus element plus stent. The procedure was completed successfully and the patient was transferred in cardiac care unit (ccu). Few hours post procedure, the patient complained of acute chest pain and patient's coronary angiography revealed acute stent thrombosis. The physician treated it with placement of another 4.0x12mm promus element plus stent and the procedure was completed. As per physician, the acute stent thrombosis occurred probably due to stent edge dissection. The event was considered resolved and no further patient complications were reported. The patient's status was stable and was discharged from the hospital.